Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Date of submission 26-feb-2018 the device has been returned and evaluated by product analysis on 13-feb-2018 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. During testing, all of the keypad buttons responded appropriately. The keypad cover was removed and no damage or contamination was observed under the button contacts. The pump¿s cover was removed and moisture corrosion was found to the printed circuit board, keypad connector and other internal components. Unrelated to the complaint, investigation revealed a crack in the battery compartment. A leak test revealed a battery compartment leak. Also unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.